Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total pharyngolaryngectomy procedure, there was a cutting clip. The vessel (vein) was cut by the clip. This happened from the tenth clip. The clips are properly formed but they cut the vessel. The clip was fully advanced into the jaws prior to firing. The vessel was deep and difficult to reach. The surgeon did not hear any unexpected noise, nor felt any forces higher while firing the trigger. The device was fired after the incident, the clips were properly formed. The surgeon had to suture the damaged vessel. He used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.